Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the noise was observed on the right atrial (ra) lead and right ventricular (rv) lead during isometric test. It was noted that the issue is already known. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.